Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back-to-back blood glucose tests, within ten minutes, using separate finger sticks. Her results were 168, 137 and 128 mg/dl. She stated that she had applied too much blood to the test strip in the first test. She did not have any symtpoms. A control solution test result of 127 (91-143) was in range.